Event description:
It was reported that there were boluses in the bolus history that were not programmed by anyone. One bolus was at 6:33 am, which was when the customer was in the shower. Other boluses were at times when the customer was disconnected. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The unit was programmed with multiple bolus deliveries, and all registered properly in the bolus history. The unit was monitored for several days, and no unexpected bolus delivery or bolus history anomaly was noted. Visual inspection revealed cracked display window corners, reservoir tube lip, and a scratched lcd window.